Manufacturer narrative:
Attempts were made to obtain complete event information. Further information was not provided. An inoperable implant was reported to abbott. The implant was subsequently explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2020 wherein the scs ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the scs ipg was unable to communicate with external devices. A manufacturer representative interrogated the device and confirmed the issue, deeming the ipg inoperable. In turn, the patient may undergo surgical intervention to address the issue.